Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical trial. It was reported thrombus on the closure device occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2015, a follow up transesophageal echocardiogram (tee) confirmed thrombus on the atrial facing surface of the closure device. Medication was give or the patient's regimen was adjusted.